Manufacturer narrative:
The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
A customer reported getting an error-4 message on their freestyle freedom meter upon strip insertion and as a result of being unable to test, they experienced a hypoglycemic episode. The customer reportedly was confused at the time of the incident and "could not list symptoms. " the customer self-presented at a health care facility where he was diagnosed with hypoglycemia and treated with unspecified intravenous infusion and "diabetes meal" to bring his sugar up. In addition, the customer self-treated with metformin and "other diabetes medication" in attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.